Event description:
It was reported that during an unknown procedure the device fired. The motor activated briefly then stopped. Staples did not deploy. No additional can be obtained. It is unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. One piece sled, drivers the analysis found that one ple60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the left side partially fired 1/2, right side partially fired 1/5. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.